Event description:
It was reported the programmer has an issue with system reboot and stops working. It was also reported the system fan is making noise. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event, the device passed functional testing and functioned as required. It was also noted that the system fan was noisy, and the display overlay screen was cracked. Concomitant medical products: product ID 2067 rf (radio frequency) head. (B)(4).